Manufacturer narrative:
The external visual inspection revealed that the electrode was severed prior to receipt, as well as damage in the epoxy header region. All of these anomalies are believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock could not be obtained at any spacing. The no lock condition prevented some of the electrical tests from being performed. The device passed the electrical test performed. The device failed the residual gas analysis test. The internal visual inspection revealed a loose magnet and components. It is believed that the failure of this implantable cochlear stimulator (ics) device was caused by a loss of hermetic seal. The device had moisture content that exceeded the residual gas analysis test limit. Based on an assessment of the residual gas analysis data, it is believed that this device was not hermetic. This ultimately caused the device to cease functioning. This older device configuration is not currently manufactured. This is the final report.

Event description:
The recipient is reportedly experiencing loss of lock. External equipment has been exchanged and programming adjustments were made, however, the issue is not resolved. Revision surgery is scheduled.

Manufacturer narrative:
Additional information: explant date and device available for evaluation? The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.